Event description:
A surgeon reported that a pt developed uveitis, hypopyon and vitritis 24 hours following cataract removal and intraocular lens implantation. Fibrin deposits were observed on the lens. Antibiotics, antihistamines and coritcosteroids were administered. Aqueous humor cultures were negative. The surgeon stated that after treatment, the hypopyon had resolved and the eye showed less vitritis. There were only a few condensations between the lens and the bag, and the lens could be clearly seen without fibrin deposits.